Event description:
Our office in (B) (4) reported a female patient experienced an ocular redness and pain after using consept 1 step disinfecting solution/neutralizing tablets.

Manufacturer narrative:
The neutralizing tablets that were returned by the consumer were assayed. One tablet met neutralization specifications and the other did not. Both tablets met visual appearance specifications. The root cause has not been established.